Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead would not pace the myocardium in multiple locations. The lead was removed with no replacement. No patient complications have been reported as a result of this event.